Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 57 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, 5034 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / perforated essure coil") in a 58 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of hypertension, cancer of lung, ex-alcohol user, menorrhagia, hyperlipidemia, anemia, anxiety, alcohol dependence syndrome (hospitalization. (B)(6) 2015), abdominal pain, depression, urinary incontinence, dysfunctional uterine bleeding, menorrhagia, parity 4, multigravida, uterine fibroid, anxiety, bleeding genital, menometrorrhagia, uterine polyp, uterine polyp, postmenopausal bleeding and pelvic pain. Previously administered products included: mirena and amoxicillin. The patient had a family history of diabetes mellitus and coronary artery disease. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, 5637 days after essure (ess205) insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2022: scout view findings, lines and tubes: none. Spleen: small hypodense area/possible cyst in the inferior spleen. Kidneys and ureters: no hydronephrosis, stones, or suspicious masses. Simple appearing renal cysts are noted, requiring no dedicated follow up. Reproductive organs: intrauterine device extends through the uterine fundus and appears to perforate the serosa. No fluid or inflammatory changes to suggest this is acute. Likely small adjacent uterine fibroid in the left fundus. [Hysterosalpingogram] in (B)(6) 2007: essure coils placed. [Physical examination] on (B)(6) 2021: general: no acute distress, drowsy but easily arousable. Answering questions appropriately. Neurological: patient is drowsy but easily arousable to verbal stimuli. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Fallopian tube perforation. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received :event - medical device removal updated to fallopian tube perforation. Reporters information, medical history surgical pathology reports added, non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 57 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, 5034 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.